Event description:
Dialysis facility healthcare professional (hcp) relates that the patient (pt) expired after coding during hemodialysis treatment using the 1550 machine. The hcp relates that the hemodialysis treatment was programmed for a treatment time of 3.5 hours with an ultrafiltrate goal of 2.2kg. The hcp states that treatment progressed with nothing unusual noted, no alarms and the pt was noted to be in stable condition. Three hours into treatment after 1.9kg was removed, the pt was found to be unresponsive. Cfr was initiated by the facility staff and 911 was called. The paramedics arrived 14 minutes later while CPR was in progress and the pt was given over into the paramedics' care. The pt's heart rhythm was irregular with a palpable pulse. The pt was then transported via ambulance to the hospital where pt expired. The hcp does not feel that any device failure or malfunction had occurred and does not attribute incident to the 1550 machine but to a cardiac arrest. According to the hcp, the pt has a history of cardiac related difficulties.

Event description:
Follow up with the dialysis facility healthcare professional (hcp) reveals no autopsy was performed on the decreased pt and the death certificate was signed as "primary cardiac event". The hcp relates that the pt's death was not related to baxter products and was strictly a cardiac event. For a written eval of the incident, provided by the hcp, please see the attached incident report. Hcp states that the 1550 device continues to be used for hemodialysis treatments with no difficulties reported.